Manufacturer narrative:
(B)(4). Actual device returned & evaluated. Returned test strips produced lo readings and black chemistry was observed. Qc investigation of returned test strips determined most likely root cause is improper storage.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 135-145mg/dl fasting. Verified the strips expired 2/28/2017. Customer confirms the strips have been properly stored and were first opened 11/22/2015. Reviewed meter memory: (B)(6). Memory concerns: all readings of lo. Customer called complaining that this meter keeps marking lo since this morning. Customer verified on multiple counts that she does not have any symptoms of hypoglycemia. Meter memory collected time and date not set.